Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. Medicated drops were used and additionally the lens was repositioned. Lens remains implanted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: over/under correction, lens repositioning, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).